Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: the device synergy megatron mr ous 5.00 x 12mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Visual examination identified that the stent had been detached from the delivery system and not returned. Visual and tactile examination identified a hypotube kink 54cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified a break at 119.5cm distal to the distal end of the strain relief. In addition, multiple mid shaft kinks were noted. Microscopic examination identified multiple hypotube kinks along the length of the hypotube shaft. Bumper tip showed no signs of distal tip damage. The balloon was returned with blood present, however due to the break the device could not be inflated. The device was returned without the stent attached. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred requiring intervention for removal. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 5.00 x 12mm synergy megatron drug-eluting stent was advanced to treat the lesion. The stent was successfully deployed, however; upon removal, the proximal portion of the shaft broke and came out from the vessel. Another wire was placed down the vessel with another balloon and the shaft fragment was pinned and pulled out of the patient completely. The stent was unaffected, and the procedure was completed without any patient complications reported. The patient status was fine post procedure.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred requiring intervention for removal. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 5.00 x 12mm synergy megatron drug-eluting stent was advanced to treat the lesion. The stent was successfully deployed, however; upon removal, the proximal portion of the shaft broke and came out from the vessel. Another wire was placed down the vessel with another balloon and the shaft fragment was pinned and pulled out of the patient completely. The stent was unaffected, and the procedure was completed without any patient complications reported. The patient status was fine post procedure.